Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the dose was reduced for safety and the patient was instructed to use oral agents as needed. The patient choose not to take oral post op pain meds and thus went into withdrawal.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving morphine (10.0 mg/ml at 0.999 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was post pump and catheter replacement from (B)(6) 2018, bolus not delivered correctly during replacement. It was reported there was a possible catheter granuloma and a pump malfunction. It was noted that the pump malfunction was clarified to be that a bolus was not delivered correctly during replacement. The patient presented to the emergency room with nausea and vomiting. It was noted the patient was not taking oral post op pain meds. On (B)(6) 2018, a bolus in the pump was increased in daily dose. The clinical diagnosis was narcotic withdrawal. It was indicated the event was related to the device or therapy. Medications were administered on (B)(6) 2018 for the pump malfunction and the issue resulted in in-patient or prolonged hospitalization. It was later reported that a granuloma did not occur. The cause of the pump malfunction was not known. The issue resolved without sequelae on (B)(6) 2018. It was noted the patient's weight was not measured. A 8840 was used but the serial number and version were unknown. No further complications were reported.